Event description:
It was reported that a follow-up appointment, it was noted that this implantable pacemaker longevity had decreased from 5 years to 2.5 years remaining, over the course of a single year. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.